Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with an incorrect measurement made by the implantable cardioverter-defibrillator. The device diagnosed an episode of supraventricular tachycardia diagnosed as ventricular tachycardia. No interventions were reported.